Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low minute ventilation. The patient was found to be unconscious, and the patient required to be manually ventilated. The patient was taken to the hospital. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for low minute ventilation. The patient was found to be unconscious and the patient required to be manually ventilated. The patient was taken to the hospital. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.